Event description:
Technical services received a call on 7/20/12. Caller reported r waves vary from 1.5-2.4. Threshold and impedance are great. There has been some noted under sensing on the v. Caller wanted to know if auto sense should be used. Technical services recommended a fixed sensitivity to ensure small r wave verification, not auto sense. Caller will work with physician. No symptoms reported. Rv lead was implanted (B)(6) 2012. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).